Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had an MRI of the brain last week and they turned off the stimulator and now it was not working like it used to. Patient stated when they stood up they would be leaking and they had an urgency to go to the bathroom every time they stood. Agent walked patient through connecting to implant. Patient was able to successfully connect and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the same issue previously reported. The caller stated that they needed another MRI and the device was turned off , but they didn't think the ins was turned back on. Pss walked the caller through the steps of connecting to the ins , and the caller confirmed that therapy was turned on. Caller repeated same issue with their symptoms. Pss walked the caller through the steps of changing programs and adjusting to a comfortable level. Patient will monitor. Patient also stated the implant seems to work

Event description:
Additional information was received from the patient. They reported that starting about 2 weeks ago after having an x-ray they felt that their ins no longer worked. The patient reported, "I'm leaking all over the place." They reported they tried "resetting" their device without success. The agent walked the patient through successfully connecting to ins and adjusting therapy settings until stim was felt strong yet comfortable at the bicycle seat area. The patient also asked about compatibility with airport security theft detectors and guidelines were reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the steps taken to resolve this issue as being "x-ray tech reset it but it does not work just leaking on myself." They reported the issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was not yet resolved. If they increase to another level it will be to high so they just drink less fluid.